Event description:
The customer states that a patient sample generated an axsym toxo-igg falsely positive result of 11 iu/ml. The patient is historically known to be negative. The sample was repeated on the axsym yielding a negative result of 0.0 iu/ml. The sample was also tested using an alternate method, (rapid test, latex) obtaining a negative result. No adverse outcomes were reported for this issue.

Manufacturer narrative:
Evaluation result: 400 thermal block axsym plus generated an erratic toxo igg patient result in 2009. The erratic patient result did not adversely impact patient management. The toxo igg negative control result was within range three days prior, and the positive control result was within range when run on original date. Service was requested. The fsr found a leak on the solution 4 connection to the thermal block. The fsr replaced the thermal block, and noted the leaking thermal block was the probable cause of the erratic result generation. The fsr verified the axsym performance. The axsym system operation manual contains adequate information on the probable causes and corrective actions for discrepant results. The toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. A review of metrics records for the axsym analyzer did not identify any adverse trends due to toxo igg assay inconsistent results generation, or adverse trends due to any leaking thermal block issues. The most probable cause of the inconsistent toxo igg patient result was the use of a leaking thermal block. The actual cause of the suspect toxo igg patient result could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the axsym plus analyzer related to the issue under investigation. This is the final report.

Manufacturer narrative:
(B)(4). Additional information was added to this complaint after the initial complaint evaluation was completed. On (B)(6) 2009, the customer reported they had experienced a lack of reproducibility with toxo igg results on axsym plus serial number (B)(4). The customer performed the fluidics check on the axsym plus and it passed. The complaint documentation notes the axsym plus analyzer is working well, and the erratic results issue may have been caused by a sample integrity issue. The local service and support organization documented in the complaint text the axsym analyzer is not a probable cause for the erratic results generation on (B)(6) 2009 and (B)(6) 2009. The local service and support organization documented the most likely cause of the erratic results generation is sample integrity issues at the customer site, even though the customer stated they are processing and running samples per instructions. The axsym system operation manual contains adequate information on the probable causes and corrective actions for discrepant results. The corrective actions include ensuring samples are free of bubbles, fibrin, red blood cells and particulate matter. The toxo igg package insert was found to contain adequate information on specimen collection and preparation. The package inserts note under sample collection and preparation for analysis all specimens should be inspected and should be free of bubbles, fibrin, red blood cells or other particulate matter. A review of complaint records did not identify any adverse trends due to toxo igg assay discrepant results generation. The most probable cause of the discrepant toxo igg results on (B)(6) 2009 was sample integrity issues. The actual cause of the suspect patient results could not be determined with the information available. This is the final report.